Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. The flow sensor was replaced to resolve the reported issue.

Event description:
This report summarizes <noe> 1 <noe> malfunction event. A review of the event indicated that model 1006-9305-000 anesthesia gas machine had a defective flow sensor that caused tidal volume to not be achieved. The report was received from a single source. The reported event did involve a patient. No patient information was available.